Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection and diaphragmatic stimulation was noted on the right ventricular (rv) lead. The patient was intubated and received pharmacological intervention. The lead and implantable pulse generator (ipg) were explanted and replaced. No further patient complications have been reported as a result of this event.